Manufacturer narrative:
Product complaint # (B)(4) depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2025, the patient underwent orif surgery via mhn for surgical neck fracture of humerus with the screws in question. The surgery was started in the beach chair position. An 8mm was selected and a dry check was performed. The d hole was temporarily fixed with a drill, the a hole was drilled, and a screw was inserted. The b hole was drilled in the same manner and a screw was inserted, but the screw stopped in the middle and did not advance so the sales rep told the surgeon not to force the insertion. Although the screw was in the process of insertion, once the image was checked, it was out of the screw hole of the nail. The sales rep asked the surgeon to remove the screw once, enlarge the skin incision, and carefully drill again, and measure, then insert the screw again. Since hole a was ob due to a small skin incision, the skin incision was enlarged in the same way and carefully inserted the screw. After that, the surgery proceeded smoothly, but because the screw had ob'd, there was space in the head, so the surgeon decided to perform screw in screw at holes a and b. The surgery was completed successfully with 30 minutes surgical delay. The surgeon determined that there was no problem with the fixation. The patient was reported as stable.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.